Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code 550000320, lot number 661984 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device 550000320/661984 and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that the patient was infected and needed a washout and poly swap. Her original surgery was on (B)(6) 2024. The surgeon washed out this patient and replaced the poly with a new one. He also decided that she seemed too loose and decided to swap the +0 shell for a +8 shell. Surgical delay was unknown. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: right shoulder.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.